Manufacturer narrative:
A2 - age at time of event: the mean age of patients included in the dataset was 67.58 years for those who received general anesthesia and 69.06 years for those who received mac. A3 sex/gender: the majority of patients included in the dataset were male. A6 race: the majority of patients included in the dataset were white. B3 - date of event: the event date was estimated as the earliest known tcar procedure included in the dataset. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Burton, b. N., finneran IV, j. J., harris, k. K., swisher, m. W., ingrande, j., said, e. T., & gabriel, r. A. (2020). Association of primary anesthesia type with postoperative adverse events after transcarotid artery revascularization. Journal of cardiothoracic and vascular anesthesia, 34(1), 136-142. Https://doi.org/10.1053/j.jvca.2019.07.142.

Event description:
It was reported via literature that several patients who underwent transcarotid artery revascularization (tcar) experienced an array of adverse events. The study investigated whether the type of anesthesia affected the rate of adverse events within 30 days after tcar. Types of anesthesia included monitored anesthesia care (mac, including regional and local anesthesia) versus general anesthesia. The study was a retrospective data review from 625 patients who underwent the tcar procedure between 2012 and 2016. Of these 625 patients, 73.4% underwent tcar under mac. Review of the data revealed that in the 30-days post tcar procedure, patients who were under mac experienced the following adverse events: pneumonia (1.1%), mechanical ventilation (0.7%), reintubation (1.1%), sepsis (0.2%), urinary tract infection (0.4%), acute kidney injury (0.2%), cerebrovascular accident (3.3%), myocardial infarction (2.2%), superficial surgical site infection ( 0.2%), blood transfusion (3.3%), embolism/thrombosis (0.9%), and redo surgery (2.8%). Patients who were under general anesthesia experienced the following adverse events: pneumonia (3.6%), mechanical ventilation (1.8%), reintubation (3%), pulmonary embolism (0.6%), sepsis (1.2%), septic shock (0.6%), urinary tract infection (0.6%), renal insufficiency (0.6%), deep vein thrombosis (1.8%) cerebrovascular accident (5.4%), myocardial infarction (0.6%), cardiopulmonary resuscitation (0.6%), blood transfusion (7.8%), embolism/thrombosis (2.4%), and redo surgery (4.8%). No further information was provided to boston scientific.